Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has decided to reclassify this event as reportable. This report is being filed as part of a retrospective review conducted in response to this new decision. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative found the compressor to be defective. Due to the age of the device a repair will not be performed on the device. Instead, the facility plans to replace the device. Evaluated on site by livanova technician

Event description:
Livanova (B)(4) received a report that the heater cooler tripped the fuses when switched on in the or during setup. There is no known patient injury.